Manufacturer narrative:
Trackwise ID # (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2, the black sleeve on the hemopro ii started to delaminate and peel back next to the jaws. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise # (B)(4). The device was returned to the factory for evaluation on (B)(4)2020. An investigation was conducted on (B)(4)2020. There were signs of clinical use on the jaws, with evidence of blood. Blood and charred tissue was observed on the heater wire. The silicone insulation on the both jaws was observed to be intact. The black shrink tubing was observed to be slightly delaminated on the shaft. The jaws were also observed to be loose at the connecting point. Based on the returned condition of the device, the reported failure "peeled; shrink tube" was confirmed as well as the analyzed failure "break; jaw". The lot # 25152277 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2, the black sleeve on the hemopro ii started to delaminate and peel back next to the jaws. A replacement device was used to complete the procedure. The hospital did not report any patient effects.